Event description:
The customer contacted abbott to report the inability to calibrate a new lot of reagent for the axsym rubella igg assay and observed error code 1018 (calibrator a check failure). The customer stated they were troubleshooting an optics issue and would wait until the optics issue was resolved before attempting to resolve the rubella calibration issue. Abbott field service was sent to the customer facility and the customer reported the calibration issue persisted after service. The customer was sent a new lot of reagent and upon recalibration, stated the rubella calibration issue was unsuccessful. Additionally, the customer reported there is no calibration issue with other axsym assays. Abbott requested the calibration data for evaluation by abbott, and sent the customer a new lot of calibrators for troubleshooting which did not resolve the issue. The customer returned the reagents and calibrators for investigation. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.